Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient stated they were getting locked out of patient activation (pa) boluses when they thought they should not. One time they believed they got a bolus earlier than expected based on how the lockout was programmed. A representative pulled up the technical report and pump pa logs. They saw a few uplink issues based on the pump pa logs and personal therapy manager (ptm) technical report. They were unable to find where the patient was stating they got a pa bolus too early. The patient was using an antenna. The patient¿s lockout was 1 per 3.5 hours, dose restriction interval was 6 per 24 hours, and maximum was 5 per day. The medication infused was dilaudid. On (B)(6) 2014, information was received from a representative indicating that they thought the issue with the patient receiving too many boluses was because the pump was programmed with an 8840 that did not have the time corrected for daylight savings time. The patient had also stated that they could only see half of the display on their ptm screen which was not observed by the representative. The patient was to be sent a replacement ptm. They did not believe the patient had any symptoms and they believed the patient was doing ok. Their next appointment was (B)(6) 2014.